Event description:
It was reported that a male patient suffered a cardiac tamponade requiring surgery to remove suspected pericardial clot at the end of a cardiac ablation procedure. However the surgery to repair hole in right ventricular outflow tract - (rvot) showed that there was no clot. The patient had been under general anesthesia for approximately 6 hours. This was the third time the patient had a vt ablation. The patient had ventricular tachycardia storms and been shocked with the device to revert to sinus rhythm. There were 3 vt morphologies ablated. The patient is recovering well with no vt. No device malfunction was reported.

Manufacturer narrative:
(B)(4).